Event description:
The patient experienced a decrease in stimulation. Stimulation parameters were changed without great success. More recently, stimulation completely stopped. Interrogation revealed that practically all impedances were greater than 4000ohms. X-rays revealed a break in the conductor wires of the lead. The surgeon decided to revise the lead. In the operating room, the lead was exposed. Impedance measurements again revealed that almost all impedances were above 4000 ohms which confirmed that the lead was damaged. The surgeon decided to replace the lead. The lead had been anchored with the suture wire directly tied onto the body of the lead. There was no patient injury associated with the event. The patient was fine afterward.

Manufacturer narrative:
(B) (4). The lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.